Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.

Event description:
It was reported that the system displayed a communication error. This error will cause the system to lock up, shut down, or not to boot. No patient injury was reported.